Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6) ) was returned for analysis and a log file was submitted and downloaded for review. A review of the log files showed overlapping events spanning approximately 21 days ((B)(6) 2021 ¿ (B)(6) 2021, (B)(6) 2000 timestamp). Events captured on (B)(6) 2000 occurred during testing at abbott and are default dates due to the controller clock not being set. Backup battery fault alarms due to a backup battery load test failure were intermittently active on (B)(6) 2021 at 10:37:11 ¿ 10:46:33 and on (B)(6) 2021 at 10:07:20 ¿ 10:24:33 the log file. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. When the load test first failed, the loaded voltage measured ~11.39v and the unloaded voltage measured ~12.32v. Pump operation was not affected by these alarms. There were no other notable alarms active in the log file. The controller was functionally tested and passed all testing without issue. During testing a backup battery expiring alarm was active on the system monitor; however, the battery still had four months until expiration. By design an alarm will be present on the system monitor when the backup battery is within 6 months, or less, of its expiration date. The system controller was run for an extended period while connected to a mock loop and was able to support pump function for the extended operation without issue. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate iii instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient came to clinic with a backup battery fault. Although the alarm resolved after self-test, the controller was exchanged. Manufacturer report number #2916596-2021-01567.